Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory b3: event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was that when they tried to recharge the implanted neurostimulator (ins), the controller kept coming up with a message saying battery empty cannot continue recharge the controller. Agent reviewed screen meaning with the pt. Pt said that after they plugged the controller back into the power supply, the controller battery would show as being at 90% or 100%. Pt noted that they took a picture of the message on the controller screen this time as last time when they called, the agent didn't like their answer since they couldn't remember what the message was on the screen. Pt said that sometimes they would get a white screen on the controller and so they would have to reset the controller. Pt said that if the controller battery was at 100%, the ins would only charge back up to 80% or 90% and would no longer fully charge. Pt did not have access to the power supply during the call. Agent had the patient reset the controller. Patient confirmed that there was no apparent damage to the equipment. Agent had the pt unlock the controller; the controller battery was at 100% and the ins was at 40%. Pt confirmed that the issues (like the controller screen going white) were only occurring when trying to recharge the ins with the recharger connected to the controller. Pt mentioned that they recently went through the recharger exchange unit program and that their recharger tested bad so they were sent a replacement recharger. Pt said that the equipment would act like the ins was recharging for ten minutes and then the controller green light would stop flashing and then the message about the battery would appear. Pt was seeing recharging excellent during the call after initiating an ins recharging session. Pt confirmed that there were no issues charging the controller from the power supply. An email was sent to the repair department to replace the recharger. When asked for the event date, pt said that it was probably a couple months ago and that it was at least a month ago. Pt inquired about ins longevity during the call; agent reviewed requested information with the pt. Pt also said that they had an infection possibly in august and so t he ins was moved from side to side but they didn't know if a new ins battery was put in at that time or not; agent reviewed device registration information with the pt; pt then said that they couldn't remember when the procedures or infection occurred. Case re-opened and re-assigned to send email to repair to replace controller. Pt received the new rtm however, it did not clear up the issues they were having. Pt reported still seeing the white screen and the replace controller batteries message would appear after resetting the controller.  Case re-opened to send an email to repair to replace the battery pack. Pt received the new controller however it did not clear up the issues they were having. Pt still reported seeing a white screen saying the battery pack is low even though pt confirmed the battery pack was at 80%. Pt reported needing to plug the controller into the a/c power cord to get it to start charging the ins again. Pt was adamant about receiving a replacement battery pack. Pt called back to report they received the wrong li battery, because they weren't able to close the controller with the replacement li battery inside. Agent reviewed with pt they likely received a newer model. Pt confirmed and agent instructed them to swap the battery door from the dummy controller they received the battery in. Pt confirmed that door fit and was able to close controller. Pt saw 'battery empty' message on their controller. Agent advised pt charge their controller but was not at home with rechargers. Pt will charge controller and call back if the previously documented issues persist.